Event description:
Patient stated he only gets 2 sensors a month and today he was inserting his last sensor and it already failed on him. Patient stated he had been on hold with medtronic for the last hour. No additional information is available.